Event description:
Customer reported the hand control is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken connector. System operates as intended.